Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available. The customer wanted a 3rd party to perform repairs.

Event description:
The customer reported the system intermittently would not produce x-rays. No pt injury was reported.